Event description:
My health insurance will no longer cover my test strips for my accucheck glucose meter. I had to switch to one touch ultra mini meter. I used it for a few days then tested it against my old, accurate accucheck meter and it was off by 70 points. I was told by a representative at one touch that the FDA allows a 30 percent discrepancy. I find this hard to believe as this kind of difference would have me taking more insulin, which we all know can be deadly. I went to my doctor's office with both my meters and compared with the doctor's métier, and of course the mini was again wrong. This is totally unacceptable for any diabetic who is trying to control blood sugars. One touch has sent me a replacement of strips as they say that is the problem. I have not re-tested yet as just got them and wanted to get this note out to someone as quickly as possible. How many people are relying on this sorry excuse for a meter and don't know it runs high? I looked at reviews of one touch and several ran high. This is all this company does, why can't they do it well?